Event description:
Customer reported that the pump's quick bolus and wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer on how to press the button effectively and confirmed that the pump was not plugged in; however, the issue persisted. Consequently, technical support decided to replace the pump, confirmed its warranty status, and ensured the customer's shipping details were correct. The customer was advised to use multiple daily injections (mdi) as backup therapy, understood instructions on returning the pump using a prepaid label, and acknowledged how to place the pump into storage mode before returning it.